Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter was found to have a contact issue (test strip is not making contact with the spc pin 1). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.